Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) #k160229. On evaluation of the returned device, it was noted that the needle was broken and the tip was not returned. The needle was broken at the notch. It was possible to advance and retract the needle without issue. The customer complaint was confirmed as the needle was broken. However, it may be noted that the customer could not remember if the stylet was in position on carrying out the puncture when the needle broke. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The instructions for use which accompanies this device instructs the user to; "ensure the stylet is fully inserted when advancing the needle into the biopsy site." A review of the manufacturing records for echo-hd-22-ebus-p-c devices of lot# c1275168 did not reveal any discrepancies that could have contributed to this complaint issue. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The procore was kinked. Re-use in patient for second biopsy. Distal end/tip of the needle broke.